Event description:
On 14-mar-2022: follow up information was submitted to add date of this report, update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 10-aug-2021, it was reported that the patient's infusion set's tubing got detached from the tubing connector. The site location was right side of patient's abdomen and the pump was located on the right side. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing got detached from the tubing connector. The site location was right side of patient's abdomen and the pump was located on the right side. Moreover, the infusion had been used for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.